Event description:
The advocate stated her mother ran a blood test on the contour meter and again on a different meter. The readings were 453mg/dl and 181mg/dl, respectively.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips were sent to the customer.

Manufacturer narrative:
(B)(4)